Manufacturer narrative:
.

Event description:
It was reported that revision surgery was performed due to pain. Bilateral resurfacing devices implanted in 2009 and 2010, unknown which side was revised. Patient was asymptomatic at 5 year check up but some osteolysis seen, and a mars MRI reportedly revealed a soft tissue reaction.